Manufacturer narrative:
D9: 01-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. No action was taken.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an infusion was set up, on (B)(6) 2025, around noon, and the expected end time for the infusion was set for (B)(6) 2025, at 10:00 am. However, on (B)(6) 2025, around 6:00 am, the alarm on the infuser went off and there was still a residual volume of 43.8 ml of the medication remaining in the system. The event did not cause injury or toxicity.